Event description:
Pt reported a lap-band tubing leak. The pt reported being seen by another surgeon regarding the pt's gallbladder, which was found to be normal, and a tubing break was found next to the middle of the tube near the port. The surgeon said it looked like a crack. The implanting surgeon injected dye into the band and performed an x-ray. The surgeon could see the leak going into the body. The pt reported the surgeon needs to replace the tubing, but surgery has not been scheduled at this time. Health professional stated the surgeon confirmed the leak. The pt complained of no restriction a few months ago.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to obstruction, band slippage or over-restriction."